Event description:
Information was received regarding a cadd administration set. It was reported that device broke in the middle of the night during infusion. The medication did not leak on the patient. The sample was discarded. There was no injury noted.